Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a red alert for an out of range pacing impedance measurement on the right ventricular channel. Additional information provided from the field did not indicate whether the measurements were low or high. No changes were made and the ICD remains in service. No adverse patient effects were reported.